Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. No further info is available.

Event description:
The customer reported that the stenoscop system would shut down without user interaction. No pt injury was reported.